Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 519 mg/dl. The customer¿s current blood glucose level was 394 mg/dl. The other relevant blood glucose level was 271 mg/dl, 401 mg/dl, 513 mg/dl, 408 mg/dl. The customer treated with insulin pump and manual injection for high blood glucose. The insulin pump will not be returned for analysis.